Event description:
It was reported that during a sigma resection that the hand activation had no function during test mode, no further info is available. Another like device was used. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.